Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been treated for hypoglycemia. The patient's blood glucose levels read low (<40 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include being unable to walk and disorientation. The patient took glucose tablets and paused their insulin delivery. The patient was treated at the airport by the paramedics with intravenous fluids. The patient did not go to the hospital. As a result of this event the patients doctor changed their target glucose.